Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5096t607, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The sample was received with the thumb valve in the unlocked position. The position of the thumb valve did not appear to be fully upright (closed). The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. The suctioning stopped. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of four reports for four patients involving four separate products. Refer to MDR number 8030647-2015-00065 for the second report. Refer to MDR number 8030647-2015-00066 for the third report. Refer to MDR number 8030647-2015-00067 for the fourth report. It was reported that there were 4 incidents of a leak of tidal volume determined in the closed suction catheter. It was reported that the leak appears to be through the catheter. This occurs when the trigger is in open and closed position on the closed suction catheters. No patient injury.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.